Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Just proximal to the 25cm mark from the distal end is a 2.3cm exposed section of the core wire with the coating peeled back over towards the distal section of the wire guide. No part of the device is missing. No spiraling was observed where the coating separated on the wire. In addition, the wire guide is kinked 170cm from the distal tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use for tis product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and//or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy retrograde cholangiopancreatography (ercp), a cook infusion pre-loaded acrobat wire guide sphincterotome was used. Upon the second advancement of the wire guide through the sphincterotome, it was noted that the wire guide coating had frayed/shredded at the distal end. No section of the device detached inside the endoscope or patient. A different wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require an additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.